Manufacturer narrative:
Ocd performed batch review and complaint review by lot. All results were satisfactory. Lot expired on 20nov2013 so no retain testing was possible. Sample was not available to be sent to ocd for further investigation. (B)(4). Lot expired on 20nov2013 so no retain testing is possible.

Event description:
Customer reported one patient was tested on (B)(6) 2013 with anti-jkb lot# jbb420a exp 20nov2013 and the results were later determined to be false positive. In 2014, customer used two molecular tests to determine that the patient is actually homozygous for the jka antigen and negative for the jkb antigen. Customer is reporting results after investigation was performed as a result of molecular testing. Customer believes this issue to be related to the patient's unique antigen expression, not due to a product issue. All qc testing done with anti-jkb had passed as expected.